Event description:
Received a report from a consumer indicating she had used a super absorbency tampon at the end of her menses. Upon removal of the tampon, a small portion of the pledget separated and remained behind. Consumer advised if the remaining piece of the pledget did not expel on it's own, she would seek medical assistance for removal.

Manufacturer narrative:
Date code information advised by the consumer has been sent to qa for investigation. We await the results. We have requested and await the consumer's return of product for evaluation.